Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found a small scratch on the lens, not affecting image quality. Based on the results of the investigation, a bad cable unit/connector led to the malfunction. The most probable cause of the complaint is cause traced to design. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation" olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had a blurry image. The issue occurred at the beginning of an unspecified procedure. No other devices were connected to the subject device when the failure occurred. The procedure was completed using another device. There were no reports of patient harm.